Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) and prolapsed anterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr. On (B)(6) 2025, during a follow up visit, an echocardiogram was performed and revealed that the mr had increased. It was noted that the clip appeared to be attached to both leaflets. On (B)(6) 2025, the patient underwent a general anesthesia (ga) procedure, and imaging revealed that the clip did not appear to be fully closed and was moving with the heartbeat. It was not that there was suspicion that there was damage on the lock mechanism. The clip had opened between 25 and 60 degrees. It was noted the clip remained stable on the leaflets. On (B)(6) 2025, a second mitraclip procedure was performed. No clips were implanted.